Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade 4, cleft in middle of posterior leaflet, a prolapsed posterior leaflet, and fragile anterior leaflet. A mitraclip xtw was implanted without issue. A mitraclip xt was advanced to the mitral valve, but difficulties grasping the leaflets occurred. A perforation occurred in the anterior leaflet due to poor quality of the leaflets and several attempts to grasp both leaflets. Due to the perforation, there was minimal impact on the mr reduction. The clip was implanted and was noted to be stable on the leaflet. The procedure was completed with two clips implanted. The mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficult or delayed positioning of difficult to grasp the leaflets appears to be related to patient morphology/pathology (cleft in middle of posterior leaflet, a prolapsed posterior leaflet, and fragile anterior leaflet). The reported tissue injury was due multiply grasping attempts and poor quality of the leaflets. The unchanged mr was due to the tissue injury. Tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.